Event description:
It was reported "cartridges don¿t click in and are loose and fall out often". There was no adverse impact to the customer¿s blood glucose level. The customer declined assistance from tandem technical support regarding the issue.